Manufacturer narrative:
The reported events of longevity anomaly and premature discharge of battery were not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicates the device was operating in auto mode and in service for a good portion of its expected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as auto mode pacing, usage demands and prolong telemetry interrogation, etc. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.

Event description:
It was reported that the patient presented for follow up. A review of the transmission revealed that the pulse generator battery longevity decreased from two years to one year in a span of three months. Premature battery depletion was suspected. No interventions were made. There was no patient symptoms reported.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.